Event description:
The customer reported that the unit will not power on. They have replaced the batteries with a new supply. The customer reported that there was no physical damage. The customer did not specify when this was discovered. There was no patient incident or injury reported

Manufacturer narrative:
Results: other- evaluation of the returned product does not confirm the reported issue. The alarm does power on and passes all functional tests. There is evidence of battery acid leakage on the battery springs and battery contacts. Note: instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. (B)(4).